Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased shortness of breath and fluid overload. It was also reported high and unstable thresholds were noted on the right ventricular (rv) lead, including abrupt changes to trends. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.